Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue first occurred at 4pm on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and stated that at 2pm on (B)(6) 2016 they had taken a reduction in their intake of food and/or drink. The patient did not develop any physical symptoms as a result of the alleged product issue but stated that at 4pm on (B)(6) 201 they were hospitalized and given 20 units of insulin from a healthcare professional. The patient was hospitalized until (B)(6) 2016 and stated that their blood glucose was measured on a hospital device with readings of "264 through 600mg/dl" being obtained during this time period. At the time of troubleshooting the cca noted that the batteries did not need to be changed per the owner's booklet recommendation and there was no misuse of the product. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them requiring treatment from a healthcare professional in hospital in order to prevent serious injury after the alleged product issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.